Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: additional information: echelon 60 to fix the issue related to the 45, but the echelon locked out? Fire #1: ats45 was loaded with the 6r45m, but the tech left the retaining cover on and after the attempt to fire, the cartridge feel out of the stapler in the belly. Fire #2: ec60a was loaded but with an ets45 cartridge. This echelon locked out after attempting to fire. Fire #3: ec60a unknown why an additional instrument was opened. Fire #4: ats45 surgeon was not certain which instrument successfully stapled the appendix, but suspects it was this last fire appropriately loaded with the 6r45b on which firing did the event occur? First firings. What color cartridge was being used? Detailed below. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Wouldn¿t fire. Where the malformed staples on the line closest to the cut line or in all of the rows? Unknown. What was the appearance of the staples (irregular shapes, legs straight)? Unknown. Was the device fired over an existing staple line or clip? Unknown. Was buttressing material used? If yes, what kind? No the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was using the device across the meso-appendix when staples were not formed properly. Case completed with another device. There were no patient consequences.